Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 new device information not known.

Event description:
Healthcare professional reported via nbir left side infection. Device has been explanted.

Event description:
Healthcare professional reported via nbir left side infection. Device status is unknown.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection.